Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. The insulin pump was not returned for analysis.

Manufacturer narrative:
The insulin pump had an unexpected restart after battery change due to faulty connector on interface board. The device alarmed motor error during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor. The insulin pump passed the operating currents measurement, self-test and displacement test. We were unable to perform the occlusion test and no delivery test due to motor error alarm. The motor passed motor test. No frozen screen or blank display anomaly noted, however moisture damage found on the lcd board and cracked connector on interface board. The insulin pump had a cracked case at display window corner and severely scratched display window.